Event description:
Procedure type: lap colon. According to the reporter: tried to insert cannula into expandable sleeve, but the expandable sleeve disengaged from seal. The procedure was completed with another. No tissue damage. No bleeding. Nothing fell into the cavity. Extended operating room time: unk. No pt injury was reported. Pt status: ok. No further pt info available.

Manufacturer narrative:
(B) (4). (B) (4).